Event description:
Complainant alleged that the clinicians were performing a cardioversion on a post operative pt who had open heart surgery. The clinicians were using non-zoll brand electrodes with the device during the procedure. The clinicians reported that when they attempted to shock the pt, the device displayed a "poor pad contact" message. The clinicians then applied fresh non-zoll brand pads to the pt, but when they attempted to shock the pt, the device displayed the same message. The clinicians then obtained a second device, and with the same electrodes still applied to the pt, they were able to successfully shock pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.